Event description:
During meniscal repair, surgeon inserted t1 and t2 from a fast-fix straight needle delivery system. When surgeon pulled suture to tighten knot, knot would not tighten. The suture pulled free from t1 and t2. Surgeon was able to retrieve t1 and t2. Another fast-fix was used to successfully complete the meniscal repair.